Event description:
Consumer called to report getting hi readings (400's) with her meter, while experiencing symptoms of low sugar. Was taken to the hospital and checked with hospital meter. Readings was 97.

Manufacturer narrative:
Verification of the accuracy for this lot was performed against the current version of the inspection test procedure. Lot passed criteria outlined in the test procedure. Will continue to monitor on montly complaint trend reports.